Event description:
The pt was seen in the office for routine study visit. Complaints of increased sob and fatigue. Interrogation of the device showed diaphragmatic stimulation, unable to obtain rv capture. Pt sent for echo, no pericardial effusion. Pt was taken to the ep lab for lead revision, lead was found to have perforated the pericardium.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.